Event description:
A malfunction was reported on the pump when loading a new cartridge, identified as malfunction code 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use novolog for insulin delivery and received storage mode instructions for the pump before returning it to tandem. Technical support confirmed the shipping address and provided instructions for receiving a replacement pump with updated software, which the caller understood and acknowledged. A return box with a pre-paid label was sent for returning the problematic pump within 10 days.